Event description:
It was reported that there was a delay in x-ray termination on the 9800 system, and intermittently there was no up/down motion on the c-arm. It was also reported that the system reboots on its own. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However as a preventative measure, reloaded software and replaced column power supply, up/down switch and power motor relay board. The system was tested and found to be working as intended and placed back into service.